Manufacturer narrative:
The ge svc rep conducted an on site investigation. The fuses on the mainframe were reseated. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not produce an x-ray. This event occurred inside a procedure. No pt injury was reported.